Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident. During the procedure, blood clots were found adhered to the stsf catheter. It was then noticed that the smartablate was set incorrectly, the ablation was carried out for a long time with 4mm catheter settings; therefore, the flow rate was not enough. The catheter was replaced, and the procedure was completed. Post-procedure, mild intracranial ischemia was confirmed. There¿s no indication that medical/surgical intervention or extended hospitalization was required. The patient is currently discharged from the hospital. Multiple attempts were made to obtain additional information regarding this event with no response. Should more information become available in the future, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 6/8/2020, biosense webster inc. Received additional information about the event. It was reported that the patient was a male. During the procedure and after use of bwi products, blood clots were found adhered to the stsf catheter. It was then noticed that the smartablate was set incorrectly, the ablation was carried out for a long time with 4mm catheter settings; therefore, the flow rate was not enough. The catheter was replaced, and the procedure was completed. There was alert during ablation; however, it is unknown whether the alert is due to temperature or impedance. The customer thought that the alert resulted from the catheter, not the smartablate generator. Post-procedure, mild intracranial ischemia was confirmed. Thrombectomy was performed. Patient¿s condition improved. There¿s no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The patient is currently discharged from the hospital without any residual effects. Force visualization issues that were used was visitag. On 6/30/2020. The complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Correction: b1. Brand name corrected from thmcl smtch sf bid, tc, d-d to thermocool® smart touch® sf bi-directional navigation catheter. H6. Patient code 3191 (no code available) added to represent surgical intervention based on additional information received. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident. During the procedure, blood clots were found adhered to the stsf catheter. It was then noticed that the smartablate was set incorrectly, the ablation was carried out for a long time with 4mm catheter settings; therefore, the flow rate was not enough. The catheter was replaced, and the procedure was completed. On 6/8/2020, biosense webster inc. Received additional information about the event. There was alert during ablation; however, it is unknown whether the alert is due to temperature or impedance. The customer thought that the alert resulted from the catheter, not the smartablate generator. Post-procedure, mild intracranial ischemia was confirmed. Thrombectomy was performed. Patient¿s condition improved. There¿s no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The patient is currently discharged from the hospital without any residual effects. Device evaluation details the device evaluation has been completed. The catheter was inspected, and it was found with a bent pin; blood clot was not found on dome. A deflection test was performed and it was found within specifications; the catheter was deflecting correctly. Carto 3 and generator test could not be performed due to bent pins. Then, the catheter was connected at the cool flow pump and catheter does not irrigate from the distal part of the dome. Further investigation revealed foreign material obstructing the irrigation holes. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed foreign material is primarily composed of a cellulose-based material. Based on the results of the ftir laboratory analysis, it was concluded that the contamination that partially occluded the irrigation flow was not caused in any operation of the manufacturing process based in a comparison with different materials used in the process. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter did not passed the flow specifications. The root cause of the adverse event remains unknown. The root cause of cellulose based material and pin bent cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. This issue is highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Correction: it was noticed that fields d10. Device available for evaluation?, 10. Date device returned to manufacturer and 10. Is device returned to manufacturer? Were inadvertently left blank in follow up 3500a medwatch report # 1. The fields have now been populated with the appropriate information. Manufacturer's ref. # pc-000694256.